Manufacturer narrative:
Foot drop. Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4)

Event description:
The healthcare professional and manufacturer representative reported that the patient had foot drop; however it was unknown whether this symptoms was related to the device/therapy. It was noted that the patient needed an MRI for the foot drop symptoms. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included failed back surgery syndrome.